Manufacturer narrative:
The pack and products lots specific to this event are not known; therefore, lot history and device history record review is not possible. There were no samples returned for evaluation. Prior to release of all custom pak surgical procedure pak lots, sterilization cycle parameters are verified for acceptability. The root cause of the customer's complaint is not known; a sample was not returned for investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that a patient was observed with toxic anterior segment syndrome (tass) and fibrin following a cataract extraction procedure. The patient was treated with topical steroids. It will be resolved with treatment. The customer could not identify specific product contributor to the event. The tass was reported and resolved during the patient's three week postoperative visit. No additional information is expected.